Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.

Event description:
It was reported, that balloon rupture occurred. The 75% stenosed, target lesion was located in a moderately tortuous. And moderately calcified coronary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was removed. And the procedure was completed with a different device. There were no complications reported. And the patient was in good condition. It was further reported, that the target lesion was in the iliac artery. And not in the coronary artery as what was previously reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).